Event description:
It was reported that the patient experienced hyperglycemia while using the ilet system and stated they consumed more carbohydrates than anticipated, with no device or supply issues reported. Symptoms included insufficient information to characterize any specific clinical manifestations. Outcomes included insufficient information to characterize any specific impacts. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to identify a medical device problem or an involved device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.